Event description:
It was reported to boston scientific corporation that an obtryx transobturator midurethral sling system was used during a sling placement procedure. There were no complications during this procedure. The patient reported that almost immediately post procedure, she experienced the following: pain while sitting, dyspareunia, bladder infections and retention. The patient was prescribed medication for bladder infections on several occasions (exact date and duration unknown) and vicodin and pyridium for the pain. The patient was advised to have a partial sling removal, but has not had a removal surgery. The patient is currently stable, but reported that the pain still exists.